Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm apex¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a pinhole at the proximal balloon waist. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 8mm apex balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.